Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since the (B)(6) 2020 the user does not hear anything with the device. The user sustained a minor impact near the implant whilst fighting with the brother. After the trauma access to sound was lost. The recipient cannot remember whether the loss of sound was immediately or if it occurred a while after.

Event description:
Since the (B)(6) 2020 the user cannot hear anything with the device. The user sustained a minor impact near the implant whilst fighting with his brother. After the trauma access to sound was lost. Hearing performance with the device before the trauma was good. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, the electrode array post-operatively migrated out of cochlea. Four channels were found to be extra-cochlea during device explantation, a full insertion was reported at implantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Since the (B)(6) 2020 the user cannot hear anything with the device. The user sustained a minor impact near the implant whilst fighting with his brother. After the trauma access to sound was lost.